Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and the outcome of the peritonitis event was not reported. As a result of the peritonitis event, the patients pd catheter was removed (date unspecified and no further detail was provided). No further information was provided regarding whether the patient was hospitalized for the event. No additional information is available.